Event description:
It was reported the patient received the following results within 15 minutes: (B)(6). The device alerted the customer of low blood glucose and the customer sought treatment based on the results.